Manufacturer narrative:
This event was previously reported under a different suspect medical device in manufacturers report 3005094123-2019-00136. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate and covers all the possible causes for this discrepant result: bubbles in instrument tubing or loose tubing connections; inadequate wash buffer dispense at the pipettors and wash zones; inadequate dispense of trigger/pre-trigger; and syringe assembly leakage; a dirty, damaged, or misaligned probe. No specific cause was able to be identified, however sample integrity could not be rule out. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed false positive b-hcg results on the alinity analyzer. The following data was provided: sid 4316149572 initial 1800, repeated in duplicate less than 2 iu/l. There was no impact to patient management reported.